Event description:
It was reported that when a patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended but not made. Patient was stable and will continue to be monitored.